Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was not hospitalized for the event. On an unreported date in the same month, the patient was treated with unspecified oral antibiotics (dose and frequency not reported) for peritonitis. The action taken with extraneal and physioneal therapy was discontinued. At the time of this report the patient was recovering from the event. No additional information is available.